Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing versus the right ventricular (rv) lead was exhibiting cross chamber oversensing of the atrium, inhibiting ventricular pacing. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.